Event description:
It was reported that removal difficulties occurred. A polarx catheter and a polarmap catheter were selected for a cryoablation procedure. Ten minutes into the procedure, during treatment within the left superior pulmonary vein, an error occurred indicating a refrigerant flow obstruction. Injections were attempted to confirm the occlusion, but it was impossible to inject. The polarmap was also unable to move within the polarx. The catheters were removed. The polarmap was then reinserted into the polarx, the balloon crumpled and retracted with the polarmap. The two catheters eventually became loose, and the procedure continue. As the procedure continued, the same difficulties were encountered after finishing the shot in the left inferior vein. It was not possible to move the polarmap catheter. Both the polarmap and polarx were exchanged, and the procedure was successfully completed. No patient complications occurred.

Manufacturer narrative:
Blocks d4 (model number and catalog number) corrected, and f10 (device codes and component codes) have been updated. Upon receipt at the post market quality assurance laboratory, the polarx injection tube receptacle was visually inspected, and no damage or debris that would hinder flow was noted. Functional testing was performed, and the device was connected to the smartfreeze gold system to confirm the refrigerant flow obstruction issue. Two attempts of 120-second ablations were done and both attempts triggered refrigerant flow obstruction errors. Product analysis confirmed the reported event of refrigerant flow obstruction. The injection coil ports are microscopic in size by design, which can lead them to be occluded/blocked easily, resulting in refrigerant flow obstruction issues. The most likely cause was determined to be traced to device design. Additionally, a "known good" polarmap was inserted and withdrawn out of the suspected polarx device two times to confirm the difficulty to withdraw and device interaction issues. Each time the polarmap was met with little to no resistance during withdrawal and insertion. The reported event of difficult to withdraw/device interaction with another device could not be confirmed.

Event description:
It was reported that removal difficulties occurred. A polarx catheter and a polarmap catheter were selected for a cryoablation procedure. Ten minutes into the procedure, during treatment within the left superior pulmonary vein, an error occurred indicating a refrigerant flow obstruction. Injections were attempted to confirm the occlusion, but it was impossible to inject. The polarmap was also unable to move within the polarx. The catheters were removed. The polarmap was then reinserted into the polarx, the balloon crumpled and retracted with the polarmap. The two catheters eventually became loose, and the procedure continue. As the procedure continued, the same difficulties were encountered after finishing the shot in the left inferior vein. It was not possible to move the polarmap catheter. Both the polarmap and polarx were exchanged, and the procedure was successfully completed. No patient complications occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.